Event description:
It was reported that the intraocular lens (iol) was damaged and it was not implanted. There was no patient involvement. No further information was provided.

Manufacturer narrative:
Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not implanted; therefore, not explanted. Telephone number:(B)(6). The device was not returned for evaluation as it is not available. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data, upon further review, it was noted that the reason for not having patient information in the sections "a2 - a5" was inadvertently not entered in the section h10 of the initial MDR report; therefore, it has been added to this supplemental MDR report as indicated below: section a2 to a5: unknown/ not provided (patient information cannot be provided due to personal data privacy legislation/policy). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.